Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that for the past week, the customer had experienced elevated blood glucose (bg) levels of up to 553 mg/dl, which were addressed with manual injections. On (B)(6) 2016, the customer had a ketone level of 3.0, which was addressed by flushing with water. As the customer did not contact tandem technical support at the time of the reported issues, a system check was not performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.